Manufacturer narrative:
Medical device type: jka, fpa. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8134840, medical device expiration date: 2020-05-31, device manufacture date: 2018-05-14. Medical device lot #: 8165989, medical device expiration date: 2020-06-30, device manufacture date: 2018-06-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "it was reported that there is a yellow discoloration on the tubing. (1 of 2: date of event 10-may). The facility has seen yellow discoloration on the tubing of the wingsets. 2 occurrences: defects were seen on both lots."

Event description:
It was reported that foreign matter occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "it was reported that there is a yellow discoloration on the tubing. (1 of 2: date of event (B)(6)). The facility has seen yellow discoloration on the tubing of the wingsets. 2 occurrences: defects were seen on both lots."

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tubing discoloration with the incident lots was observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for tubing discoloration with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.